Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 20022, the patient was pale, shaky and could hardly walk she felt like she was going to pass out. The patient was with her son at the time of the event and he called an ambulance. When the paramedics arrived they took a blood glucose reading which was 488 mg/dl and the cgm was reading was low. The patient was taken to the hospital by ambulance with her son. At the hospital the patient was treated with insulin and was monitored. The patient recovered and was discharged after 10 hours the same day. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.